Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 478 mg/dl. Troubleshooting was performed. It was found that the insulin pump had alarmed no delivery, but the customer did not change her infusion set or check to see why the insulin pump was alarming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.